Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a flow regulator set in which, a separation of tubing from the interlink was observed after opening the package, was confirmed during sample evaluation. Visual inspection revealed a disconnection between the tube and bottom y site. Close visual examination revealed that solvent was applied constantly to the tube. No other tests were performed. The assignable root cause of the reported condition is related to manufacturing issue. No repairs were made since this is a single use device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A customer reported to baxter (B)(4) of a flow regulator set in which a separation of tubing from the interlink was observed after opening the package. There was no patient involved and no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.